Event description:
Philips received a complaint from the customer on the v60 indicating that the device has a misaligned touch points on the touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Credit requested for parts that failed under warranty at src- japan service locations, approved by wm. Chan, director. No reference to any order or invoice. No replacement sent. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.